Event description:
The customer reported that it became difficult to ventilate the pt after 1 hour. Larynx mask operation for healthy person. So-called paradoxal breathing was detected. Both auto and manual mode was as difficult. High pressure was detected on ventilator with high alarm 41cm h20. Pt was intubated with muscle relaxant, both the problems continued. Pt was re-intubated twice and was able to ventilate with breathing bag. According to volume monitor, the pt tvinsp was not as expected. The devices were checked before usage. The hospital checked c02 absorber and they reported to detect resistance in the other direction.